Manufacturer narrative:
D1 brand name was revised. D4 serial and primary UDI number was revised. E1 zip code extension was added as it was omitted from the initial report that was submitted.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A 70 year old male patient with a history of coronary artery disease, diabetes mellitus, prior coronary artery bypass grafting, and renal insufficiency was planned to receive impella 5.5 support for post cardiotomy cardiogenic shock. At the time of the procedure, he was receiving three inotropic medications and mechanical ventilation. The impella 5.5 could not be delivered due to significant calcification, and the device became linked upon insertion and was subsequently abandoned. In addition, immediately after device insertion, the patient¿s right arm was found to be pulseless, prompting immediate explantation of the device and abortion of the procedure.